Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and uterine perforation ('perforation: other/perforation (uterus)/ migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 327292-notvalid, 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, headache, ovarian cyst, acute bronchitis, uterine bleeding, multigravida (3), multiparous (3), vaginal delivery, dermoid cyst, menses irregular, vaginal itching, sinusitis, bacterial vaginosis and uterine fibroid. Concurrent conditions included bacterial vaginosis, vaginal yeast infection, weight loss, obesity, anemia, uterine fibroid, ascites, stomach pain, facial pain, cough, sinusitis and irregular menstruation. Concomitant products included metronidazole benzoate (flagyl) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 10 years 8 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychiatric problems condition: depression"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation and hyst. (Full},tubal ligation/ bilateral essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge, weight increased, dyspareunia, cystitis and urinary tract infection outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Discrepancy noted previously it was reported that "device was successfully occluded" now plaintiff claims that " did not undergo essure conformation test". Previously reported insertion date was (B)(6) 2008. Patient received treatment for uterine perforation and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2017: impression: 1. Uterine fibroid. 2. Ascites. 3. Left ovarian 5 cm dermoid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, menorrhagia, dysmenorrhea, fatigue, pelvic pain, abdominal pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and uterine perforation ('perforation: other/perforation (uterus)/ migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 327292-inv, 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, headache, ovarian cyst, acute bronchitis, uterine bleeding, multigravida (3), multiparous (3), vaginal delivery, dermoid cyst, menses irregular, vaginal itching, sinusitis, bacterial vaginosis and uterine fibroid. Concurrent conditions included bacterial vaginosis, vaginal yeast infection, weight loss, obesity, anemia, uterine fibroid, ascites, stomach pain, facial pain, cough, sinusitis and irregular menstruation. Concomitant products included metronidazole benzoate (flagyl) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 10 years 8 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychiatric problems condition: depression"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation and hyst. (Full},tubal ligation/ bilateral essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge, weight increased, dyspareunia, cystitis and urinary tract infection outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Discrepancy noted previously it was reported that "device was successfully occluded" now plaintiff claims that " did not undergo essure conformation test". Previously reported insertion date was (B)(6) 2008. Patient received treatment for uterine perforation and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2017: impression: 1. Uterine fibroid. 2. Ascites. 3. Left ovarian 5 cm dermoid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, menorrhagia, dysmenorrhea, fatigue, pelvic pain, abdominal pain, migraines. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number, event abnormal bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 327292-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, headache, ovarian cyst, acute bronchitis, uterine bleeding, multigravida (3), multiparous (3), vaginal delivery and dermoid cyst. Concurrent conditions included bacterial vaginosis, vaginal yeast infection, weight loss, obesity, anemia, uterine fibroid, ascites, stomach pain, facial pain, cough, sinusitis and irregular menstruation. Concomitant products included metronidazole benzoate (flagyl) and paracetamol (acetaminophen) since (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychiatric problems condition: depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6)2019, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection (" vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation and hyst. (Full},tubal ligation/ bilateral essure device removal). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, uterine perforation, depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge, weight increased and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Discrepancy noted previously it was reported that "device was successfully occluded" now plaintiff claims that " did not undergo essure conformation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on (B)(6)2017: impression: 1. Uterine fibroid. 2. Ascites. 3. Left ovarian 5 cm dermoid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, menorrhagia, dysmenorrhea, fatigue, pelvic pain, abdominal pain, migraines. Most recent follow-up information incorporated above includes: on 5-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. 327292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, headache, ovarian cyst, acute bronchitis, uterine bleeding, multigravida (3), multiparous (3), vaginal delivery and dermoid cyst. Concurrent conditions included bacterial vaginosis, vaginal yeast infection, weight loss, obesity, anemia, uterine fibroid, ascites, stomach pain, facial pain, cough, sinusitis and irregular menstruation. Concomitant products included metronidazole benzoate (flagyl) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychiatric problems condition: depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 10 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection (" vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation and hyst. (Full},tubal ligation/ bilateral essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge, weight increased and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Discrepancy noted previously it was reported that "device was successfully occluded" now plaintiff claims that " did not undergo essure conformation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2017: impression: 1. Uterine fibroid. 2. Ascites. 3. Left ovarian 5 cm dermoid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, menorrhagia, dysmenorrhea, fatigue, pelvic pain, abdominal pain, migraines most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and medical reorders received : lot number was added. Reporter information, medical history lab data, concomitant drug was added. New events "abnormal bleeding (vagina), psychological or psychiatric problems condition: depression & mental anguish, migraines / headaches, vaginal discharge weight gain, dyspareunia (painful sexual intercourse) "was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine perforation ('perforation: other/perforation (uterus)/ migration of essure device location of device: uterus') in a 36-year-old female patient who had essure (batch no. 327292-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, headache, ovarian cyst, acute bronchitis, uterine bleeding, multigravida (3), multiparous (3), vaginal delivery and dermoid cyst. Concurrent conditions included bacterial vaginosis, vaginal yeast infection, weight loss, obesity, anemia, uterine fibroid, ascites, stomach pain, facial pain, cough, sinusitis and irregular menstruation. Concomitant products included metronidazole benzoate (flagyl) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), 10 years 8 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury / psychiatric problems condition: depression"), vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full},tubal ligation and hyst. (Full},tubal ligation/ bilateral essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, depression, vaginal haemorrhage, anxiety, migraine, vaginal discharge, weight increased, dyspareunia, cystitis and urinary tract infection outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Discrepancy noted previously it was reported that "device was successfully occluded" now plaintiff claims that " did not undergo essure conformation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Hysterosalpingogram - on an unknown date: device was successfully occluded.. Ultrasound scan vagina - on (B)(6) 2017: impression: uterine fibroid. Ascites. Left ovarian 5 cm dermoid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, menorrhagia, dysmenorrhea, fatigue, pelvic pain, abdominal pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events urinary tract infection and cystitis were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection (" vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full},tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and fatigue had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal infection to be related to essure. The reporter commented: received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration, perforation, vaginal infection, and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Essure explant date added. Events- migration, perforation: other, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: vaginal infection and other injuries/symptoms: fatigue were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.